Event description:
It was reported that the patient experienced no stimulation sensation. It was noted that the patient has had multiple issues where her implantable neurostimulator (ins) was ¿not working right.¿ it was noted that the ins worked sporadically and sometimes it would hold a charge and sometimes it would not. It was noted that the patient became frustrated and had not charged for over a year due to other health issues including cancer and stroke. It was noted that the patient may want to have the device taken out.

Manufacturer narrative:
Concomitant medical products: product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 74002, lot# n226310, implanted: (B)(6) 2010, product type: adapter; product ID 3998, lot# j0417625v, implanted: (B)(6) 2004, product type: lead. (B)(4).